Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the distal tip was broken; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, it was determined the tip was damage due to chemical load. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope distal tip was broken. The event occurred during reprocessing. There was no report of patient harm.